Event description:
A malfunction alarm was reported, with a malfunction code displayed. There was no adverse impact to the customer¿s blood glucose level. The customer planned to reset the pump independently after receiving reset information from technical support and mentioned they would call back if further issues arose.